Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
. On 28-july-2021, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "da vinci cautery spatula inserted into port site of patient. Md noticed wires sticking out by the tip of the cautery spatula. Da vinci instrument removed from patient and from sterile field. Service coordinator made aware." It was also noted that the intended procedure was, "right robot lung decort. Poss!ble thoracotomy". Isi contacted the original reporter of the user facility report on 02-aug-2021 and obtained the following additional information about the event. She confirmed that the event previously reported by isi was the same event as documented in the user facility report. She also confirmed the patient at the time of the surgery was 62 years old instead of 63 as was noted on the user facility report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint frayed cable. The failure analysis investigation team found that the pitch cable on the distal end was broken. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. The root cause is typically attributed to a component failure. There are other factors which can influence a pitch cable failure like variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables. There are other additional observation(s) not reported by the site: when the housing was removed from the back end, the yaw cable on the distal end was found to be loose with no other damage found to any of the clamping pulleys or cables. The root cause of the loose yaw cable is not established. Also, upon visual inspection of the instrument, it was found that the entire length of the main tube exhibited signs of degradation. The root cause for degradation is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for permanent cautery spatula (part 470184-12/n10190425 0027) associated with this event has been performed. Per logs, the permanent cautery spatula was last used on (B)(6) 2021 on system (B)(4), with 1 life remaining. No image or procedure video clip was provided for review this complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the permanent cautery spatula was inserted into the patient, that wires were found to be exposed near the end of the instrument. No fragment fell inside the patient. The procedure was completed with no reported injury.